Event description:
Per provider, the front left caster is broken where it screws up into the frame. Parts are no longer available. Per tbm, the dealer will just throw away the rollator. Rollator is out of warranty.